Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): the user reported various error messages and vibrations. During the blower flow test, the first two points were achieved, but then the blower completely failed. The blower module was replaced, and the functional test, including the tsw, was successfully completed. No patient health impact or consequences were reported. Logiles showing patient involvement. Customer said no patient involvement. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: according to the current complaint information multiple error messages and device vibrations, were reported. No patient was connected at the time of the event, and no medical intervention or patient harm occurred. The device logfiles showed that on (B)(6) 2025 (date of the event) at 08:40:23, the device transitioned from standby to spontaneous (spont) ventilation mode, suggesting the device was in use, with a test lung at that time. Subsequently, at 13:33:02, the following technical fault messages were recorded: 133/2025-03-11 13:33:02/tf /431001 - blower fault. 134/2025-03-11 13:33:02/tf /1446029 - ambient failure detected. 135/2025-03-11 13:33:02/tf /1485001 - ambient mode observation failed. A defective the blower module was identified as root cause. The defective blower module was replaced, and all subsequent functional and software tests, were passed successfully.